Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used purewick female external catheter for about 4 or 5 years and customers kidney was dead due to the infection and not cleaning it properly. It was unknown what medical intervention was provided.

Event description:
It was reported that the customer used purewick female external catheter for about 4 or 5 years and customers kidney was dead due to the infection and not cleaning it properly. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed as use related as "the user had not cleaned the system and accessories properly". Sample was not available for evaluation. The root cause identified is "user does not follow instructions". The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A device history record review was not required because the investigation was confirmed - use related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.